Manufacturer narrative:
Eval method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. The lead has all wires broken in the paddle. Lead fails continuity testing. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system consisting of an ipg, a lead extension, and a paddle lead in the cervical area on (B)(6)2007. It was reported that after a lightning strike on (B)(6)2007, the pt was unable to fully increase the system amplitude and experienced a complete loss of stimulation. Lead impedance testing on (B)(6)2007 showed invalid impedances on all contacts. An x-ray showed that all connections were intact. The physician replaced the lead on (B)(6)2007 and the issue was resolved. The explanted lead was returned to ans for analysis.